Event description:
It was reported that patient had revision knee due to fall and dislocated the femur from the tibia.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the device was returned but it was lost. Device inspection could not be performed. Clinician review: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Medical records, clinical history, and progress notes are needed. The provided x-rays confirm the reported event. Conclusion: it was reported that the patient fell and dislocated the femur from the tibia. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
It was reported that patient had revision knee due to fall and dislocated the femur from the tibia.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.